Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second device was used with the same results hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device # 1 proglide lot#: unk, indicated is being filed under medwatch MFR.#: 2953144-2009-00540. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.